Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered errors on the universal surgical manipulator 3 (usm3). The customer did an emergency power off on the patient side cart but the issue persisted, the customer then stated that they would begin the case laparoscopically. The procedure was aborted post anesthesia with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer attempted to resolve the issue and was cleared to bring in the patient by technical support. When the anesthesia was given to the patient the error reappeared and the customer opted to perform the case laparoscopically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal set up joint (suj) and the universal surgical manipulator (usm) to solve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The proximal suj was analyzed and in artemis, errors 1125 and 32100 were found thus confirming the fault occurred in the field. Both indicated ac hardware current/voltage monitoring warning reported by acu on the proximal. There were various other errors but pertained to the usm or distal, not the proximal. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it performed as expected. The unit was also installed on a pftp where it passed all relevant tests with no log errors. The usm was analyzed and in artemis, the 307 error was found indicating node not present fault on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the yaw searchlight was inspected, and no faults could be identified.